Manufacturer narrative:
The removed data acquisition board was returned to the failure investigation lab (fi). A visual inspection of the data acquisition board revealed no evidence of damage or contamination. The fi technician installed the data acquisition board into a fi ventilator to duplicate the reported issue. The customer complaint could not be verified. No errors occurred during the cycle test. No fault found.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 02feb2021.

Event description:
The customer called into technical support (ts) reporting that the device was test running in the sales office. Then they reported that a proximal pressure sensor auto zero failure alarm that occurred twice. The customer reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that the device revealed that an error code had occurred. The data acquisition board will need to be replaced. The pse replaced the data acquisition board to resolve the reported issue. The device passed all testing and operated within the manufacturing specifications and was returned to service.